Event description:
Customer reported experiencing high blood glucose of 469 mg/dl. Customer declined troubleshooting for high blood glucose. Customer needed assistance with login on to website to load the device information. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.